Event description:
On (B) (6) 2010, the pt reported her blood glucose has been elevated for the past 3 days. She stated yesterday her blood glucose elevated to 500 mg/dl at 9:00am and she bolused 9 units of insulin and her blood glucose returned to normal. She stated this morning at 5:15am her blood glucose measured 130 mg/dl and at 9:00am her blood glucose measured 359 mg/dl. She bolused 6 units of insulin through the infusion device. Her normal blood glucose range is 120-130 mg/dl. She stated she changes the infusion site every 2-3 days and the infusion tubing every few weeks. She was advised infusion tubing should be changed every 6 days. She stated the adapter has never been changed and she was advised to do so with every 10th insulin cartridge change. She stated she is having shoulder pain and she takes pain medication at night. At the time of the report the pt's blood glucose was within her normal range. She stated she would speak with her physician. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.